Event description:
It was reported that the coil was used for embolization of the left iia in an evar case. The coil experienced resistance during manipulation in the microcatheter, however, the physician continued to manipulate the coil and the coil was unintentionally detached in the microcatheter. The coil along with the microcatheter were removed from the patient. Another coil was used to continue the procedure, which was completed successfully. There was no report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.